Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Olympus troubleshot the event with the customer. If the superpulse generator was activated when the electrode was not in saline or with only one resectoscopic cable connection, a check irrigate/electrode message would be displayed. No rf (radio frequency) output will occur. Additionally, use only 0.9% saline for irrigation. Performance can be suppressed by using other irrigating solutions such as: glycine, sorbitol, dextrose, mannitol, or other solutions containing non-physiological concentrations of electrolyte. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus employee reported on behalf of a customer, the generator displayed an unknown irrigation error. There was no report of patient harm associated with this event.